Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicated the reported issues. The issues of device not powering on was caused by damaged system pcb. The system pcba was replaced to resolve the issue. The issue of device not completing boot up cycle was cause by damaged inductive resistor on the energy delivery pcb. The energy delivery pcba was replaced to solve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on and would not complete its boot-up cycle. This issue may prevent the device from providing therapy if it were needed. There was no harm to the patient as a result of the reported event.